Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus in outflow tract. Specific component(s) involved: other component malfunction, specify. Additional text: other component: in the pump's housing. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention : implant device type: lvad.